Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/09/2014 with the following findings: the reported event, of a blank display screen, could not be adequately investigated due to a no-power issue, thus no conclusions could be determined in this regard. The pump histories could not be downloaded due to the no-power issue. Visual inspection revealed that moisture was present behind the display lens, and the battery compartment was cracked from the threads to the case seal. No evidence of moisture ingress was observed in the battery compartment. The pump failed to power on. The pump failed a leak test due to the aforementioned battery compartment damage. The pump case was removed, and evidence of moisture ingress was observed on all of the internal surfaces.